Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015 for abnormal diff pattern. The fse replaced suspect rbc aperture module, the fse found the stabilise pump was not dispensing the correct amount due to faulty vl58. He replaced tha valve to resolve the issue (vl58). The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that their coulter hmx hematology analyzer with autoloader generated incorrect immature grans/band flagging on two patient samples on (B)(6) 2015. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.